Manufacturer narrative:
(B)(4). H6: health effect clinical code: nodule.

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4: weight/weight units - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.